Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call a display anomaly of insulin pump. Customer reported that there was a black line across the display screen. When the act button was pressed, the insulin pump beeped, the display screen flickered and display screen went blank. Troubleshooting was performed and the screen did not return. The insulin pump is returning. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, missing segment, display black circles and lines when she presses the button anomaly noted. All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypad or electronic assembly during visual inspection. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.